Event description:
The report from the affiliate indicated that the pt had a total of four (4) cypher stents implanted during the index procedure. The target lesions were the proximal and mid circumflex and the proximal and mid left anterior descending (lad) target lesions. Coronary angiography done approx five (5) months after the index procedure during the f/u period revealed stent fracture of the cypher 2.75 x 33 mm stent placed in the ostial/proximal left anterior descending (lad) coronary artery target lesion. Add'l info: an independent film review indicated that there was no stent fracture noted with the cypher 2.75 x 33 mm stent as originally reported, but a stent fracture was noted in the cypher 2.75 x 28 mm stent placed in the proximal circumflex target lesion. There was no associated restenosis or any other product problems noted with any the four (4) previously implanted cypher stents. There was no intervention done at the time.

Manufacturer narrative:
Please note that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for inspection. Index procedure - lesion #1-1 and #1-2: the target lesion were the proximal and mid circumflex. The lesion was pre-dilated with a maverick 2.5 x 20 mm balloon. A cypher 2.75 x 18 mm stent was implanted in the mid circumflex lesion. A cypher 2.75 x 28 mm stent was implanted in the proximal circumflex lesion. Lesion #1-3 and #1-4: the target lesions were the proximal and mid lad. The lesion was reported to be: de novo, and a bifurcation lesion. The lesion was pre-dilated with a maverick 2.5 x 20 mm balloon. A cypher 2.75 x 23 mm stent was implanted in the mid lad lesion. A cypher 2.75 x 33 mm stent was implanted in the proximal/ostial lad lesion. This male experienced stent fracture post cypher stent implantation. A total of 4 stents were implanted. The report described a bifurcation lesion involving the lad and circumflex. The safety and effectiveness of the cypher stent has not been established in bifurcation stenting procedures. As reported, one 2.75/28mm cypher was implanted in the proximal circumflex and one 2.75/18mm cypher was implanted in the mid-circ. These stents were described as overlapping. One 2.75/33mm cypher was implanted in the proximal lad and one 2.75/23mm cypher was implanted in the mid-lad. Angiographic f/u 6 months later identified "1 fracture site on ostium lad lesion on which cypher covered". No restenosis was identified. A procedural cd was returned for evaluation. An independent film review described "stent proximal/mid lad with overlap of 5mm to v (y)-stenting lm-lad-cx. Post dilation for all stents." The report also stated there was "no clear fracture visible in lad, as in paperwork, but in lm - cx stent." The reviewer suggested possible contributing factors might have been (1) long stent, (2) overlap, (3) post-dilatation, (4) calcification and (5) bifurcation. The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the device history record and lot history could not be performed. With the available info, it appears that vessel/lesion characteristics and procedural factors might have contributed to the stent fracture. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-00301 and # 9616099-2007-00302. Please note that this is the initial/final report for this product.